Event description:
Additional information indicates that this pacemaker that was used as external temporary device was taken out of service as new system was implanted. The pacemaker is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. In addition, this pacemaker was then used as an external temporary pacing device until a new system will be implanted. There were no additional adverse patient effects reported. The pacemaker remains in service.